Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for e. Coli in a male patient (age not reported) coincident with peritoneal dialysis (pd) therapy. In 2010, the patient was diagnosed with bacterial peritonitis with culture positive for e. Coli. The cause of the peritonitis was a colonoscopy. On an unreported date, the patient had a peritoneal effluent culture performed. The result of the culture was e. Coli. It was unknown if the pd therapy was ongoing. The peritonitis resolved at the time of reporting. The patient's medical history included end stage renal disease (esrd) and hypertension. The reporter believed that the event of bacterial peritonitis with culture positive for e. Coli was not related to pd therapy.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.